Event description:
Complainant alleged that during biomed testing, the device's display showed horizontal lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was not oberseved during the initial testing. However, the device was put through extensive testing such as bench handling, power cycling, and functional stress testing without duplicating the problem. Therefore, the color lcd cable was replaced as a pre-caution. The device was recertified and returned to the customer with no fault found. Analysis of reports of this type has not identified an increase in trend.